Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 25 mg/dl. Customer said insulin pump gave him too much insulin last year and he wrecked his car and woke up a week later in the hospital. This was too scary for him and he does not want back on the insulin pump. The insulin pump will not be returned for analysis.